Manufacturer narrative:
A ge service representative performed an onsite investigation. This reported issue could not be duplicated. A video controller pcb was ordered for replacement. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported the loss of a usable live fluoroscopic x-ray image. No patient or user injury was reported.